Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the waste container a had liquid in it. The cse checked for the leak and found a leaking connection on the pump manifold connecting to the sample probes. The sample probe cleaner was also leaking. The cse cleaned the pump manifold and the sample probe cleaner and reconnected the pump manifold. The cse ran a quick check and quality controls, which were acceptable. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher both times. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.